Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, a pt complained of glare. The iol was explanted five years after the initial implant and replaced with an iol from a different MFR. The pt is still complaining of glare. The association between this event and the original iol is not known. Additional info has been requested.